Event description:
A pt with an implantable cardioverter defibrillator (ICD) and lead system was having non-sustained episodes, but no shocks. Pt movement seems to effect the ICD markers. Co cannot confirm that an invasive procedure was performed to remove the sutureless myocardial leads. Two leads are involved in the pt's lead system, cpi is unable to determine which serial has the problem, therefore will report on one lead at this time.